Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the teflon pad broken off the clamp arm. The broken piece was not returned and measures approximately 0.103" x 0.405".

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument had a split insulated portion in the midway. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.